Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) went on site and replaced universal surgical manipulator (usm) 3 to resolve the issue. Intuitive surgical, inc. (Isi) did receive the usm instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. Unit was tested on an in-house system in normal mode where it triggered error 23138. Unit was also tested on a psc fixture test platform (pftp) where it failed sine cycle with failure pointing to axis 5.

Event description:
It was reported that during a da vinci-assisted hartmann's reversal surgical procedure that arm 3 faulted while docking. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs showed error 23003 occurred against arm 3 axis 2, and error 23087 occurred against arm 3 axis 5. The isi clinical sales representative (csr) advised the tse that the site stowed arm 3 and docked arm 4 in its place. The procedure was completed with no reports of patient injury. Isi followed up with the csr and the following additional information was obtained: the system was working fine until docking, then the system kept throwing recoverable faults. The system initially powered on without errors. The patient was a female.